Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator prior to being implanted. The indicator could not be cleared and the ipg was not implanted.